Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Fluoroscopic imaging was used to place the implantable pulse generator (ipg) in the lower back area. After using the device for more than a year, the patient reported issues with communication between the ipg and the external therapy discs. It was determined that the ipg was beyond the recommended depth, causing the communication issues and subsequent loss of therapy. The physician determined that a revision surgery would be required to correct the communication issues and planned to either reposition or replace the existing system. On (B)(6) 2025 the patient was seen for surgical revision. Upon assessing the current system the physician determined that the depth of the components created a challenge in accessing the ipg. The physician elected to leave the original system in place and implant a new nalu pns system.

Manufacturer narrative:
Field assessment found that the patient had left the physical region for some time and had not been assessed until reporting communication issues. The patient reported having gained weight while away. It was determined that the communication issues were directly related to the patient's change in bmi, which caused an increase in tissue thickness between the ipg and the therapy discs. There does not appear to be any failure or malfunction of the nalu device or any of it's components.